Event description:
This is report 5 of 5 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported and treatment information was unknown. It was unknown if the patient recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient was discharged from the hospital but had not recovered from the peritonitis. Nine days after being discharged, the patient was readmitted to the hospital for peritonitis manifested by diarrhea. Treatment information was not reported. The patient was later discharged from the hospital and recovering from the peritonitis. Therapy was ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number 13c13h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available pertaining to the reported event, a supplemental report will be submitted. This is the same patient as (B)(4).